Event description:
It was reported, the patient underwent surgical intervention on (B)(6) 2015 for a scs system implant. However, the patient remained in the hospital, it was noted the patient has a history of copd and postoperative, she had a chest tube placed as her lung was collapsing. It was noted during the procedure, it was difficult to find good placement for the lead. However, the patient has stimulation coverage in the correct area. Follow-up information revealed the patient has been released from the hospital. It was also reported the patient's lung has healed and the issue was due to a pre-existing medical condition

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.